Event description:
A user facility reported a small blister to the patient''s forehead two days after having a thermage flx procedure to the face. It is also reported that there is a small burn to the right cheek and that the patient is recovering. It is unknown if there will be permanent damage or scarring. No other treatments (besides thermage) were performed in the same area where the symptoms occurred, nor has the patient undergone any other treatments in the same area of symptoms in the last 30 days. No system errors were reported, nor did anything out of the ordinary occur during the treatment. The surface of the treatment tip was inspected prior to use with nothing remarkable to report. However, the surface of the treatment tip was not re-inspected during treatment. This was the initial use of the treatment tip. The treatment tip has been discarded. Additional information has been requested and this case will be updated appropriately. A request for patient outcome has also been requested.

Manufacturer narrative:
The device in question has been discarded and is not available for an evaluation. Further investigation is underway.

Manufacturer narrative:
No product was returned for evaluation. The customer has not responded to multiple follow up attempts for further information. At this time, no further action can be taken. According to thermage flx user manual, blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.